Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the buttons were not responsive. Device alarmed a battery out limit alarm after the battery was removed. Customer's blood glucose was 555 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with no button response due to an unlocked lcd keypad connector. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. Unable to perform the displacement test due to the keypad anomaly.